Manufacturer narrative:
Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated for the content of the anticoagulant, heparin. No issues were observed relating to clotting as heparin was found in all 10 retention samples and all specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that bd preset¿ eclipse¿ had clotting. The following information was provided by the initial reporter: "at the moment of taking arterial gases samples, the blood sample clots."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Initial reporter first name: (B)(6). Initial reporter last name: (B)(6).

Event description:
It was reported that bd preset¿ eclipse¿ had clotting. The following information was provided by the initial reporter: "at the moment of taking arterial gases samples, the blood sample clots."